Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. The fse dispatched to the customer site determined that aspiration flow rate for one aspirate probe was diminished and replaced all aspirate probes and associated peristaltic tubing and one peristaltic pump cassette to resolve the failed system check reported by the customer. The system check failure mode evidenced by customer-provided data is consistent with compromised aspiration as determined by service. A low-level troponin qc value generated on this system around the time of the event was outside the customer's established range high and was incongruous with peer means from the same period. Compromised aspiration could cause the system to generate falsely elevated rlu (relative light unit) values with consequent erroneously high results for sandwich assays such as access accutni+3. The cause of this event is a hardware malfunction. The replaced hardware was not available for evaluation by the complaint handling unit at (B)(4). Multiple hardware interventions which could have potentially resolved the failed system checks were undertaken. It cannot be determined which specific intervention did resolve the issue and it cannot be determined which specific component/s failed to function as designed.

Event description:
On (B)(6) 2016 the customer reported that non-reproducible elevated access accutni+3 results were generated for "at least" ten patients on the customer's access2 immunoassay system serial number (B)(4).the issue was identified when the initial samples were reassayed on the customer's alternate access2 immunoassay system (serial number (B)(4)) and the values generated were within normal range. The customer indicated that the results had been reported out of the laboratory and that an unspecified number of patients had been transferred to a cardiac care facility for further testing and treatment with anticoagulants as a consequence. The customer indicated that the patient samples in question were collected in becton dickenson brand lithium heparin plasma separator tubes which were centrifuged for 10 minutes at 1300 rcf (relative centrifugal force). The customer reported that an accutni+3 qc (quality control) value for level 1 obtained on the system in question had been outside the customer's established range at the time the erroneous results were generated. The customer performed a system check which failed and a beckman coulter fse (field service engineer) was dispatched to evaluate.